Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: the new information states that the patient had a mycotic aneurysm before the procedure on (B)(6) 2015. Additionally, it reports the general state of the patient after the procedure ((B)(6) 2015). Clinical review of the complaint report was performed. The reviewer finds that "the provided procedural description is most consistent with arch replacement with a frozen elephant trunk through a mini sternotomy followed by tevar (european journal of cardio-thoracic surgery 50 (2016) 140-144). This approach most likely could not completely debride the infected aneurysm." Additionally, the described sepsis is confirmed not to be device related. The imaging reviewer states that the sepsis was procedure related because the procedure most likely left behind infected tissue that eventually spread to the bloodstream. Information states that the renal failure was considered not related to the device. As the section "warnings and precautions" in the IFU describes; treatment with zenith alpha thoracic endovascular graft have not been formally tested in patient populations with mycotic aneurysms. Therefore, this event is addressed as failure mode "treatment of patient with mycotic aneurysm". No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: (B)(4). H6) ec method code: 4118 - type of investigation not yet determined. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 20jul2018: updated information received from clinical covering all of below information regarding pre-existing condition and additional information for the dates 16nov2015 and 20nov2015: patient with mycotic aneurysm of the thoracic aorta operated by tevar the (B)(6) 2015. (B)(6) 2015: loss of consciousness with epileptic sizure after a dialysis (due to renal insufficiency worsening after the surgery). A head scan is performed the 16nov: epidural hematoma. Hypotension 116/54. Sternal "dysjunction". Knee marbling. Oligoanuria. Infection of access site at e. Coli. Biology: "procalcitonin" elevation at 6.96 g/l. Crp at 73.8 mg/l. Wbc at 36300/ml. Blood bacteriology: positive at staphylococcus dnase "negative" and blood fungal: candida "dubliniensis". Diagnostic: sepsis shock treatment: noradrenaline - antibiotics (initially tazocilline and zyvoxid and after zyvoxid only) dialysis (but dialysis already performed due to renal insufficiency worsening). 20nov2015: due to several complications (renal, neurologic, thoracic and infectious), decision with all the medical staff and the family of no reanimation if cardiorespiratory arrest. It is in this condition, that the patient died the (B)(6) 2015.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: protocol (B)(6) - renal failure related to device. On (B)(6) 2015 (two days pre-procedure), the pre-procedure clinical assessment the patient presented with symptoms of back/chest pain, dysphagia, headache, inflammatory syndrome and deterioration of general status. She was diagnosed with a symptomatic, penetrating aortic ulcer (pau). On (B)(6) 2015 (three days pre-procedure), the pre-procedure imaging was performed. It revealed no circumferential calcifications of main access vessel and no calcification > than 50% of circumference. No vessel wall thrombosis in aortic necks > 50% of circumference was observed. The maximum aneurysm diameter was 50 mm. On (B)(6) 2015, the patient underwent surgery due to her pau. The site performed a ¿mini-sternotomy¿ where following components were implanted successfully during the index procedure: - one proximal component (catalog # zta-p-40-167, lot # e3346492). Delivery and deployment procedure was successful. Left subclavian artery (lsa) was not covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 2. Following additional procedures were performed: - left common carotid artery (lcca) revascularization. - lsa revascularization. - brachiocephalic artery revascularization. All were performed during the index procedure. No reportable adverse events were observed during the implant procedure. On (B)(6) 2015 (30 days post-procedure), the one-month clinical assessment was performed. Nothing was noted from the imaging taken on (B)(6) 2015 but the patient had experienced adverse events (ae) after the procedure. The x-ray taken same day as assessment showed no abnormalities. On (B)(6) 2015 (one day post-procedure), a serious adverse event (sae) was reported. The patient suffered from renal failure and was treated with dialysis. The event was considered as related to both device and procedure and was unresolved at time of death. On (B)(6) 2015 (three days post-procedure), a sae was reported. The patient suffered from chylothorax probably due to thoracic duct wound. Treatment was stop oral alimentation and switch to parenteral alimentation. The event was considered procedure related and was unresolved at time of death. On (B)(6) 2015 (ten days post-procedure), a sae was reported. The patient suffered from sepsis which was considered procedure related. It was unresolved at time of death. On (B)(6) 2015 (12 days post-procedure), an ae was reported. The patient suffered from access site infection. The treatment was medication. It was considered related to procedure. The event was unresolved at time of death. On (B)(6) 2015 (12 days post-procedure), a sae was reported. The patient suffered from epidural hematoma and loss of consciousness with epileptic seizure. The event was considered related to anti-coagulation and anti-platelets therapy in context of septic, renal and thoracic event. It wasn¿t considered related to procedure or device. It was unresolved at time of death. On (B)(6) 2015 (35 days post-procedure), the patient suffered from cardiorespiratory arrest in a context a renal failure, septic shock, neurologic and thoracic events. The patient was reported dead that day. Patient outcome: the patient died in the context a renal failure, septic shock, neurologic and thoracic events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: based on the information provided it was not possible to determine the exact root cause of the reported event. This is an elderly patient with several comorbidities, including pre-existing renal insufficience, inflammatory syndrome and deterioration of general status, reflected by the patient being an asa class 3 ¿a patient with severe systemic disease¿. Renal complications are known potential adverse events especially in patients with pre-existing renal insufficiency due to the required administration of intravascular contrast. Several others of the adverse events described is affected by comorbidities, including sepsis. Without imaging or an autopsy report it is not possible to determine if the reported event is device related, procedure related or related to the pathological status of the patient. However, the renal arteries was most likely not covered by the stent graft, as only one component was placed with the proximal graft edge implanted in zone 2. It would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us. Cook will reopen its investigation if further information is received. The work order for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Additional information received 14mar2018: the site was asked to explain why the renal failure was considered device related when renal failure was already a pre-existing condition. They have now changed the information which means the renal failure is considered not related to the device.